Event description:
During a procedure, the hypotube of a 3.5x18mm cypher stent delivery system fractured. There was no pt injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l clinical info has been requested but will not be available. All add'l info will be submitted within 30 days upon receipt.